Manufacturer narrative:
Product analysis :visual, optical, and microscopic examination of the implant identified asymmetrical witness mark on the top face of the implant and stripped internal threads in the center threaded hole. These observations are consistent with significant impact during attempted implantation.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.however product images were submitted which appear to display implant with stripped threads with deformation on the face of implant.

Event description:
It was reported that patient with thoracic ossification of the yellow ligament and ossification of posterior longitudinal ligament underwent oblique lumbar interbody fusion at l2/3. Intra-op, when surgeon was inserting cage at l2/3 using inserter, the cage came off from the inserter. The surgeon couldn't add more impact to the cage, so the cage was removed using forceps. Excessive force was applied on inserter during cage insertion. Threads of the cage were shaved.the surgeon tried to reinsert the cage but couldn't insert it. Another cage was opened and used. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.